Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing and possible loss of capture. Egram strips show the patient was exhibiting pauses.